Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump excessively alarmed no delivery. Customer's blood glucose levels at the time of the incident are unknown. No significant events leading to the alarm were observed. Customer reported that the insulin pump has been exposed to x-rays, MRI, and CT scans while being hospitalized. Customer reported that the hospitalization was not diabetes related. Troubleshooting was not completed at the time of the call. Therefore, the root cause of the no delivery issue could not be determined. Product is not expected to return.